Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47mg/dl. Cause was not known. Customer attempted to address the bg by consuming carbohydrates. The customer went to the emergency room. Customer was treated with intravenous fluids of saline and consumed food provided by the ER staff. Treatment resolved the issue and there was no permanent damage. The customer was released 9hr later. Recommendation was made to consult with a healthcare provider regarding diabetes management.